Event description:
It was reported that the basket of an ngage nitinol stone extractor failed to open and close. After a laser lithotripsy procedure, the device was tested prior to use in a transurethral stone removal procedure for an unknown patient. The laser was not used while the basket was being used. The device was said be in an uncoiled position. A 3.5fr scope from an unknown manufacturer was being used for the procedure. The device was not used. No part of the device was visually broken or separated. A new same device of unknown lot number was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1- customer (person): postal code: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that the basket of an ngage nitinol stone extractor failed to open and close before use, during a transurethral urethral stone removal procedure . The device was not used. A new same device of unknown lot number was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned in an opened pouch without its shipping tray. The device was returned with the handle and basket formation in the open positions. No damage to the device was observed. The basket was closed using the handle, however, it would not reopen. The handle was disassembled during investigation and the basket was able to be actuated manually. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found one other complaint for the same issue, associated with the complaint device lot. The device from this other complaint was not returned for investigation, so we were unable to determine if the causes for the issue was similar between the two complaints. All devices are functionally tested multiple times during manufacturing and quality control checks. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), does not provide any information related to the reported issue. The cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.